Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning flow valve. The service technician replaced the flow valve and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 was delivering inaccurate tidal volumes. When the ventilator was set to deliver 500 mls, it would deliver 560 mls. The customer stated that it is unknown if there was any patient involvement associated with the reported event.